Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Initial reporter name: (B)(6). This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during pre-test the foley catheter sterile water did not enter.

Event description:
It was reported that during pre-test the foley catheter sterile water did not enter.

Manufacturer narrative:
The reported event was unconfirmed because the reported failure could not be reproduced. The product had not caused the reported failure. No root cause could be found because the reported event was unconfirmed. A review of the device labeling has been conducted for investigation purposed. Bard®biocath® foleycatheter (with lubricant) single use only warnings 1.method for use (1)do not inflate the balloon in the urethra. The urethra may be injured. (2)do not pull the catheter hard. The bladder/urethra may be injured. 2.applicable patients (1)patients with delirium who might pull out catheter when patient tugs at catheter un-consciously, the bladder and urethra may be damaged. Contraindications 1. Method for use: (1)do not reuse. (2)do not resterilize. (3)be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrola-tum and animal oils). They may damage the device and may burst balloon. (4)do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. Catheter damage may cause balloon rupture and accidental balloon re-moval or failure todeflate or remove the balloon. 2. Applicable patients (1)do not use in patients who are or have been allergic to natural rubber shape, configuration and principles bard®biocath®foley catheter (with lubricant) consists ofa balloon catheterand water-soluble lubricant. Material balloon catheter: natural rubber latex shape product numbers, sizes etc. Relevant to this package insert are shown in package labeling. 1. Ballooncathete 2. Accessories water-soluble lubricant intended use & effect-efficacy this deviceis an indwelling catheter in the bladder for urinary drainage. Directions for use 1. Method of use the device is intended for single use only and is not reusable. (1)cleanse the area around the external urethral meatus with thecotton balls immersed in the antiseptics. (2)lubricate the distal end of the catheter with water-soluble lubricant. (3)insert catheter into the urethral meatus and advance it until the balloon enters the bladder and urine flows out through the catheter.using a needle-less syringe, infuse the specified vol-ume of sterile water into the inflation lumen to inflate the balloon. (4)pull catheter to seat the balloon at the level of the bladder neck and secure placement. (5)to deflate balloon and remove catheter, inserta luertip(needleless) syringe in the inflation valve to allow the water to drain spontaneously. After balloon deflation, withdraw the catheter while confirming that no resistance is encountered. 2. Precautions for use (1)when resistance is encountered in insertingcatheter, stop the procedure and remove the catheter. (2)when deflating balloon, do not aspirate with a syringe. (3)when inserting catheter with a stylet, confirm that the stylet has reached the tip of the catheter, and make suretokeep the stylet in place inside the catheter during insertion. (4)when inflating balloon with sterile water, use the sterile water of the prescribed capacity labeled on the valve. (5)no substance except sterile water should be used to inflate the balloon. (6)do not wipe catheter surface with organic solvents such as alcohol. (7)do not aspirate urine through drainage funnel wall. (8)since movement of the body, etc. May twist or bend catheter to cause occlusion, care should be taken to fix the cathetersecurely. (9)when urinary flow cannot be noted, confirm that the catheter is neither occluded. Precautions 1.precautions for use (exercise caution when using the device in the following patients) (1)exercise caution when using the device in patients with high urinary calcium levels as en-crustation on the balloon surface, catheter occlusion or damage may occur. 2. Important precautions (1)when catheter is inadvertently removed, inspect the balloon and shaft of catheter for rup-ture,defect, etc. Before inserting a new catheter. (2)if any possibility of retained balloon fragments exists, consider removing them using a cys-toscope. (3)when it is difficult to remove catheter by deflating the balloon, take appropriate measures accordingtothe section ¿troubleshooting¿. Troubleshooting when it is difficult to remove catheter by deflating the balloon (expressed as ¿removal-difficult case¿ hereinafter), take appropriate measures according to the following procedures. The following two methods are available forremoval-difficult cases. A. Non-rupture method (sterile water is withdrawn without bursting the balloon.) B. Balloon-rupture method with balloon-rupture method, fragments of the ruptured balloon mayremain in the bladder. Therefore, try non-rupture methodfirst. A. Non-rupture method 1)attach luer tip syringe to the inflationvalve. Inject an additional amount of sterile water into the inflation lumen and pump the plunger. 2)if situationwouldn't be improved with 1), sever the inflation funnel of valve. (Fig. 1) 3)if situation wouldn¿t be improved with 2), sever the catheter shaft while holding it with for-ceps so that the distal segment may not be drawn into the urethra. (Fig. 2) 4)if situation wouldn't be improved with3), insert a needle into the inflation lumen and pump the plunger. (Fig.3) 5)if situation wouldn't be improved with 4), insert a fine steel wire through the inflation lumen of catheter. (Fig.4) b. Balloon-rupture method 1)inject 100-200ml/cc of saline solution warmed to body temperature into the bladder through the drainage lumen, and then inject a large amount of water or 10-15 ml/cc of mineral oil into the balloon through the inflation lumen with a needle to inducerupture. After rupture of the balloon, irrigate the bladder. (Fig. 5) mineral oil 2)if situation wouldn't be improved with 1), attempt following procedures. A)under the radioscopic observation, infuse a contrast medium into the bladder, and burst the balloon by suprapubic puncture of the bladder.(fig.6) b)in male patients, burst the balloon by puncture with a needle from the perineal (or suprapu-bic) region or through the rectumunder ultrasonographic guidance. (Fig. 7) c)in female patients, burst the balloon by insertion of a needle along the urethra. (Fig.8) 3.malfunction and adverse events (1) malfunction -catheter kinking, damage, rupture -difficulty or failure to remove the device -occlusion of catheter inner lumens -encrustation -accidental removal of the device due to leakage of sterile water or balloon rupture -device damage due to inappropriate use (2) adverse events -urinary-tract infection -hemorrhage, hematuria -allergy reaction to the device -calculus formation -edema -pain -discomfort -injury of bladder or urethral -urethritis, urinary incontinence -retained balloon fragments a review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Therefore, no additional action is required at this time. Corrections: d, h nitial reporter name: nobeoka kyoritsu hospital, medical corporation shinwakai this report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.